Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.report 1 of 2 see 1920664-2018-00012.

Event description:
The user facility reported while using the vitesse handpiece, a small piece of metal particulate dropped to the back of the patient's eye. The metal particle seemed to come from the handpiece. The foreign body was safely removed with a forceps and the case was completed without any additional issue. The handpiece was discarded. There was no patient injury and the case was completed without negative impact.